Event description:
In 2008 the pt reported that she has been developing lumps and scar tissue from years of injections and infusion device therapy. She is having difficulty finding usable infusion sites. She stated that 1-2 times per month she experiences bent infusion set cannulas and elevated blood glucose of 250-450 mg/dl. The pt practices good site rotation and changes infusion sites every 3 days. She stated that she does experience pain upon site insertion. The pt was sent info on infusion site management and sample infusion sets. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.